Manufacturer narrative:
Patient information: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020 and (B)(6) 2021. Device evaluation: product testing could not be performed since the product was not returned for evaluation. If the product is return regarding this event, the case will be reopened to complete product evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 model intraocular lens( iol) was explanted from patient's left eye due to double vision and blurry vision. Procedure was completed successfully using a different model and diopter power size replacement lens. There was no patient injury and no medical/ surgical interventions such as incision enlargement, vitrectomy or sutures were performed. Th patient was doing okay and had no problems at the time of discharge. No further information available.

Manufacturer narrative:
Corrected data: upon review it is of note that in the initial MDR section h10 results of the manufacturing record review and historical review were provided, however codes for these results were not provided in h6, therefore codes type of investigation codes 3331 and 4109 are provided in this supplement. Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 3/13/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the preloaded device was not returned for evaluation, only the lens was returned. It was cut in pieces that could be related to explant process. Something that appears to be residues of corporal fluid can be observed on it. Due to the conditions of the sample returned, the reported issue could not be verified, and product quality deficiency could not be determined. However, based on the miq report on the day the product was measured, the lens was correctly measured with satisfactory result. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.